Manufacturer narrative:
Per the pump user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently administered 10 units of insulin instead of entering the intended 10 grams of carbohydrates. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 60 mg/dl. Bg was treated with dextrose and fluids. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 387 mg/dl).